Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod for between 4 and 24 hours. The pod was reportedly leaking and the cannula dislodged from the infusion site (abdomen). A new pod was successfully applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site or contribute to leaking during wear. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data showed no evidence of issues with insulin delivery. A root cause for the reported dislodged cannula could not be determined.